Event description:
A malfunction was reported with the pump, identified by a malfunction code, indicating a software error. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue reappeared, which they acknowledged and understood.